Event description:
It was reported that the user was unable to attach the connector to the cartridge during a supply change, which prevented flushing and connection until guided troubleshooting was performed. Customer care provided support that included agent-led troubleshooting and education, including rewinding the pump and attempting a new connector. Investigation of this case revealed user technique error, as the user had been turning the connector in the wrong direction; once corrected, the connector attached successfully and therapy resumed. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was user handling error.